Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).

Event description:
It was reported that the sensor deployed on its own. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.